Event description:
It was reported that the patient presented remotely. Vibratory alert was received for low pacing impedance noted on right ventricular lead. No interventions were performed. There were no patient consequences.